Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the pump touchscreen was cracked; cause was unknown. Customer declined to provide further information regarding either issues. No reported adverse impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.